Event description:
According to the reporter, during an artificial joint replacement, when the suture was opened, the thread was broken so it was not used and a new product was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.